Manufacturer narrative:
The implant pieces were returned for eval. Eval of the fractured surfaces on the pieces showed wither torsional and/or cantilever failure.

Event description:
On (B)(6) 2013, 3m espe was informed of a case where two of the three mdi implant heads fractured during placement. The placement occurred on (B)(6) 2013. Follow-up information provided on (B)(6) 2013, indicates that a surgical intervention procedure was required to remove the fractured portions of the two implants; a surgical flap was raised and the implants were removed.